Manufacturer narrative:
(B)(6). PMA/510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that bd vacutainer® edta 2k had small fm inside the tube. No report of medical intervention or serious injury.

Manufacturer narrative:
PMA / 510(k)# is corrected to n/a.